Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial fibrillation (af) episode with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) and one electric shock were delivered. Additionally, technical services (ts) noted this device stored an inappropriate signal artifact monitor (sam) episode due to atrial fibrillation (af). No adverse patient effects were reported. This device remains in service.